Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen had black dots all over the screen and some of the graphics were blocked. Customer states that part of the screen is hard to read due to this issue. The customer's blood glucose was not impacted. The customer reported that the pump and manual injections would continue to be used for insulin therapy.